Manufacturer narrative:
A specific root cause could not be determined as a sample could not be provided for investigation. The customer was asked to provide a sample from the involved patient, but the customer could not provide a sample. No reagent issue is obvious.

Event description:
The customer reported that they received erroneous results for one patient sample tested for estradiol. The sample initially resulted as 448.2 pg/ml. The sample was repeated on (B)(6) 2014 and resulted as 439.4 pg/ml. The 439.4 pg/ml value was reported outside of the laboratory. The sample was taken on the second day of "lmp" and was expected to be < 50 pg/ml. The patient was undergoing infertility treatment. As a result of the 439.4 pg/ml value, the medical action for the present ovulation cycle was stopped and treatment was delayed. As the clinician was doubtful of the result based on the clinical history of the patient, the laboratory was asked to repeat the sample by sending it to another laboratory for testing. The sample was tested at the other laboratory where it resulted as < 10 pg/ml on a diasorin instrument. The sample was also sent to a different site with an e411 analyzer where it was tested and resulted as 453.2 pg/ml. The sample was also tested on a siemens centaur analyzer, where it resulted as < 11 pg/ml. The values obtained on the diasorin and centaur analyzers were the values expected by the doctor. The test was re-calibrated at the customer site, then a quality control was tested and found to be in range. After this, the sample was repeated again where it resulted as 429.4 pg/ml on (B)(6) 2014. Although medical treatment was withheld for the patient, the patient was not adversely affected. The estradiol reagent lot number was 173677 with an expiration date of 09/29/2014. The instrument maintenance was checked and all maintenances have been performed on time and according to protocol.

Manufacturer narrative:
This event occurred in (B)(6). The specific part number involved in this event was asked for, but not provided.